Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device catalog number: unknown. Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that erroneous results occurred while using an unspecified bd vacutainer® k2 edta (k2e) plus blood collection tube. The following information was reported in the event description: material no. Unknown, batch no. Unknown. -it is reported customer experienced inconsistent results. Pas survey attached.